Event description:
It was reported "surgeon was using teardrop curette to prepare disc space for tlif graft. As he continued clearing disc, the teardrop portion of the instrument broke off into the disc space. It was necessary for the surgeon to take additional time in order to "fish" the broken metal out of the pt's disc space."